Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm; model #: sc-2158-50, serial #: (B)(4), description: linear lead with enhanced stylet, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure of the ipg, a lead and the extensions for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient was experiencing irritation, swelling and fluid around the ipg site. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was eroding through the skin. No skin breakage was noted. The patient underwent an explant procedure wherein the ipg and lead extensions were explanted. The paddle lead was left implanted in the patient. No device malfunction was suspected.